Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to an implant procedure, the device was interrogated and the battery status bar was gray. The device was not used and there as no patient involvement.